Event description:
It was reported that the user experienced hyperglycemia while using the ilet system when insulin odor was noted near the luer connection and the infusion tubing was found not fully tightened, consistent with a connector issue and inability to maintain a secure attachment; the user planned a full supply change and administered subcutaneous insulin by pen as backup. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of pump therapy and user-administered corrective insulin with planned return to therapy after a full set change. Investigation included customer troubleshooting and education. Investigation of this case revealed a loose luer connection likely causing insulin leakage and under-delivery. It was concluded that the event was related to an infusion set connection problem resulting in hyperglycemia, with resolution through corrective dosing and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.